Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16290), was submitted on 14-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 24-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011882, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 18-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6011882" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011882 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 24-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Sub-assembly: gluing of tubing of the lot 5a04152 manufactured in the machine sc05, sc06, on 04-feb-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5b04490 manufactured in the machine sc05, sc06, on 22-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Cannula sealing: the lot 5b03022 was sealing according to the wi version 34 and manufactured, on 22-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of connector: the lot 5b02918 was glued according to the wi version 37, line #3 and manufactured, on 22-feb-2025, with a total of (B)(4) units. The lot 5b02919 was glued according to the wi version 37, line #3 and manufactured, on 22-feb-2025, with a total of (B)(4) units. The lot 5b02920 was glued according to the wi version 37, line #3 and manufactured, on 23-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin occlusion alert event on (B)(6) 2025. The patient is also hospitalized due to untreated diabetic ketoacidosis. No further details available.